Event description:
It was reported that the user experienced hypoglycemia around meal announcements when attempting weight loss and dietary changes, with the lowest blood glucose of 50 mg/dl and a device low alert; the user had been announcing smaller meals to avoid lows and did not confirm values with a blood glucose meter. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included review of user-reported history, device alerts, meal announcement patterns, and insulin dosing data. Investigation of this case revealed a use error related to incorrect meal size announcements during dietary change, with the device functioning and alerting as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal announcement practices during changes in diet, with recommendation to consult the healthcare provider for potential therapy adjustments.